Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a shorted inlet water temperature sensor (t3). The arctic sun 5000 was evaluated onsite. Arctic sun device displayed an alarm 76 (non-recoverable system error inlet water temperature sensor out of range ¿ low resistance). Manifold assembly was replaced. Device underwent a pm. Circulation pump, mixing pump, heater, drain valves, screen protector and cleaning solution were replaced. Device passed all applicable testing. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device manifold assembly replaced. In evaluation findings it was noted that there was fatal system error 76 (non-recoverable system error inlet water temperature sensor out of range ¿ low resistance).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device manifold assembly replaced. In evaluation findings it was noted that there was fatal system error 76 (non-recoverable system error inlet water temperature sensor out of range ¿ low resistance).